Manufacturer narrative:
Discarded at account.

Event description:
It was reported that at the user facility, the toga was tearing on the front plastic area. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event.